Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to the physician, the patient was last seen on (B)(6) 2009 and presented with no complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.